Event description:
It was reported that during a vats lobectomy procedure, with the first firing of device the lung tissue was successfully transected. The device was given to scrub nurse who cleaned the jaw of excess staples reloaded. The device was positioned, the jaw of the stapler on the lung locked the jaw waited the 15 seconds and proceeded to fire. The second firing stopped in mid sequence and would no longer function. The battery was removed and reinserted with the same result no power to the device. The battery had died. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Results: damaged joint cover, jammed knife. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload, however, the knife did not advance forward as intended; the knife only advanced few millimeters with difficulties. Furthermore, the shaft subassembly was disassembled and it was noted to have massive dried body fluids on the internal components which did not allow the knife to advance forward as intended during firing. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. No further analysis could be performed due to the condition of the device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.